Event description:
Silicone breast implant rupture. In 1977 rptr was strongly advised by her gynecologist & surgeon to have a bilateral mastectomy due to fibrocystic breast disease. Her mother had breast cancer & her sister had died from breast cancer-so as a precautionery step for prevention, she had the surgery. At this time silicone gel implants were inserted. She was told by the surgeon that she might experience capsular contracture which she did, & she had removal decompression of the contracture. She is now told that this procedure is not recommended due to the chance of causing a rupture. She was told that this procedure is not recommended due to the chance of causing a rupture. She was told that the implants would last a lifetime. However, she was not told that the implants bleed silicone gel where the macrophages pick it up & drop it in all different parts of the body. She was not told of all the chemical components of silicone including acetone freon, carbon black & benzene, a known carcinogen. These are just four out of a list of 37 that she has. Also, they have found that silicone kills roaches. Are these safe in our bodies? She hardly thinks so. In 1979 she began to have episodes of exhaustion, fatigue, nausea & headaches. By 1980 the weakness & fatigue had become worse, to the point that she was unable to function. She had to stop working & also all of her other activities. She consulted numerous drs to try & find the cause of her illness & what was happening to her. The dr didn't have a clue. All her tests were negative. So what was wrong? The only diagnosis would have to be hypoglycemia since she had that since 1964. No one knew what the problem was & she continued to deteriorate, losing weight & not functioning. The implants were removed in 1993 & she has been improving. Her energy level is increasing & she doesn't have the sever weakness. However, she does have nerve damage which causes muscle pain & some difficulty in walking. Is there life after silicone? Certainly not a fulfilling one-only an existance.